Event description:
It was reported that the femoral access cannula "separated where the wire reinforced and larger portion meet." The cannula was replaced on ECMO. The pt experienced bleeding. The product was discarded by the hospital. The chief perfusionist was contacted for additional information regarding events - case occurred in or, upon exchanging cannula to transfer pt to ICU. Pt newborn female, minimal blood loss due to separation. Cannula secured at the "top of skin with a heavy tie" cannula placed in aorta. Initially believe this to be done by "something we did in the or'. There was no ties placed to the wire reinforced section. This patient is off ECMO and was reported as doing well. It is important to note that this device is considered off label use as it was place in the aorta and for ECMO. These cannulae are only indicated for femoral access placement.

Manufacturer narrative:
The device was not returned for evaluation. It was discarded by the hospital the root cause to the reported leak could not be confirmed since the device was not returned. This device was used off indication in the aorta and for ECMO. Edwards instructions for use indicate the cannula is not to be used longer than 6 hours and for femoral access only. Manufacturing records were reviewed and there were no related non conformances. Trends will continue to be monitored through the edwards quality systems.

Manufacturer narrative:
Correction: the patient information was inerror mixed up with similar event reported by the same hospital on the same day. Please see MDR 3008500478-2013-00523. The patient associated with this product failure lost 8 units of blood due to the separation of the cannula. This patient remained within the ICU for a few additional days due to the blood loss. The patient has since recovered. Edwards has taken the corrective action to update the IFU's relating to prolonged use and for placement outside of femoral access.